Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt expired due to double pneumonia. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.